Manufacturer narrative:
Device not returned for evaluation. Device not returned.

Event description:
Awl was used when implanting and was broken. Had to remove implant in order to get broken tip out. Re-seated different implant and used drills instead. Both drills bent while drilling, no patient impact or injury.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2016-00068 submitted on 06/08/2016. This follow-up MDR is intended to replace MDR 3005031160-2016-0072 submitted on 07/08/2016 which was incorrectly submitted as a follow-up report to 3005031160-2016-00068.